Event description:
It was reported that the patient experienced a high glucose event and disclosed using meal announcements as correction entries rather than for meals. Symptoms included hyperglycemia. Outcomes included no hospitalization and no alerts or alarms reported. Investigation included user education and troubleshooting regarding proper use of meal announcements. Investigation of this case revealed user technique as the likely contributor, with device performance not implicated. It was concluded, based on previously established findings for similar reports, that the cause was user error.